Manufacturer narrative:
Concomitant medical products: non-bd one link needle free connector. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during a site visit that the extension tubing cracked and leaked during a bumex infusion. A patient on the pediatric unit was ordered to receive three bumex infusions (within a 24 hour period). At the completion of the first infusion a sterile dead end cap (mx 491 30905252) had been placed on the end of the set. The second infusion was started 8 hours later, and within a few minutes the patient said his shirt was wet, upon inspection of the IV set, the crack was noticed. This was a syringe infusion and the clinician stated a non-bd one link needle free connector was attached to the syringe and then the #me2017 set was attached to the connector. This impacted patient care however no patient harm was reported.